Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro devices began overheating immediately when the devices were plugged in even though the activation toggle switch was confirmed to be in the "off" position. This happened before the pre-cautery test. Two replacement hemopro extension cables were connected with the same results. A replacement hemopro device and an extension cable were used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).